Event description:
Consumer via phone stated that the oral-b deep sweep 4000 toothbrush heads kept popping off the oral-b toothbrush. No injury was reported.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.